Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: 3.5x12 mm trek nc. Guide wire: runthrough . (B)(4). The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid right coronary artery with mild tortuosity and mild calcification. After pre-dilating the lesion with a 2x10mm non-abbott balloon catheter, a 3.5x23mm xience prime rx stent delivery system (sds) was advanced toward the target lesion and the stent was implanted. The stent was post-dilated using a 3.5x12mm nc trek balloon catheter and a proximal edge dissection was noted. A 3.5x28 mm xience prime stent was used to cover the dissection till the ostium. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.